Manufacturer narrative:
This is a supplemental report to provide additional information. A part of the subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 16 mm from the distal end. The probe had a mark contacted with the grasping section. The fracture surface of the probe showed that crack developed around the mark. The proximal side of the tissue pad was worn. The grasping section had a contact mark. There were stains and rust on the electrodes inside the handle. After the stains and the rust were removed, the electrodes were not conducted automatically. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad at the proximal side was damaged since the user activated output while the subject device was grasping a thick and hard tissue. It was also known that the proximal side of the grasping section and the probe came into contact since the tissue pad at the proximal side was damaged, consequently the probe cracked, and besides the probe was broken off when the probe was subjected to a load. In addition, omsc assumes that the auto activation occurred since the liquid invaded into the circuit board, and then the subject device became conductive. The above device handling has warned in the instruction manual as follows. During the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle. Also, do not activate the output, while torque is applied to tissue over the handle, in this instance release the torque, re-grasp the tissue and re-activate output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad. Do not submerge the handle in any liquid.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a total laparoscopic hysterectomy b/l pelvic lymph node dissection, one sb-0520fc and three sb-0535fcs were used. It was informed that the probe tip got broken inside the abdomen during dissection of the major pelvic vessel and auto activation of the hand piece during blunt dissection without energy with one sb-0520fc and three sb-0535fcs. The intended procedure was completed with another device. There was no patient injury reported. After this event, an olympus field service engineer found the generator was working satisfactorily, foot switch and transducer also worked satisfactorily. No further information was provided. This is the report regarding the breakage of the probe and auto activation without pressing any button with the sb-0520fc.